Event description:
Medtronic received information that this bioprosthetic valve, implanted 32 months, was explanted due to cuspal tear and paravalvular leak. The valve was replaced with a pericardial valve with no adverse patient effects.

Manufacturer narrative:
(B)(6). Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The valve was returned to medtronic for analysis. Product analysis: upon receipt at medtronic's quality laboratory, a remnant from a pledget was observed on the inflow of the sewing ring adjacent to the non-coronary cusp. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of the non-coronary and left cusps. A tear and/or abrasions through the free margin and lunula of the right cusp adjacent to the left right commissure appeared to be due to contact with the bias cloth along the left right stent post. The right non-coronary and non-coronary left commissure were intact. A small tear noted in the left right commissure appeared to have occurred during explant. Pannus lined the tissue and base stitching adjacent to the non-coronary and left cusps, into the non-coronary left and left right inferior coaptive areas, and 1 to 2.5 mm on the non-coronary and left cusps showing evidence of a reduced inflow orifice area. A remnant of pannus remained attached to the sewing ring adjacent to the right cusp, extending over the tissue and base stitching and 1 mm onto the cusp. Remnants of pannus lined the sewing ring on the outflow adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: analysis determined that the reported paravalvular leak is related to a torn leaflet, secondary to bias cloth wear. This finding is related to implant technique. In addition, reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.